Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr calibrated the airway pressure transducer, driver displacement indicator (ddi), and pneumatics. The fsr ran the operational verification procedure (ovp) and the unit passed all tests. The unit meets manufacturer's specifications. In the event that additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the adjust knob did not adjust correctly, making the mean airway pressure (map) "drift", while the device was in use on a patient. There was no patient compromise. The unit ventilator was switched out.